Manufacturer narrative:
The lens was returned for evaluation. The three pieces of the lens was inspected under a stereoscopic microscope at 15x magnification. The first piece consisted of an intact haptic and approximately half of the optic, the second piece was approximately one half of the optic and the third piece was the second haptic. When the pieces were placed together, they made a complete lens. The cross-sectional inspection of the optic areas appeared jagged and rough and several dig outs were also seen. This damage is indicative of a cut to facilitate the removal of the lens from the eye. The cross-section inspection of the broken haptic area appeared smooth suggesting that the haptic broke whilst in a dehydrated state. The IFU explains the proper procedure for implanting the lens prior to the lens dehydrating. Lenstec can confirm that all procedures in the manufacturing and packaging of the lens was conducted correctly.

Event description:
Lenstec received an email stating that "back haptic torn, noted by surgeon as lens was inserted. Lens was removed, new lens was used. Incision enlarged to remove iol and no patient injury noted".